Manufacturer narrative:
Engineering evaluation: evaluation of the returned device indicates two locations where the multiple proximal facing apices were fractured, and device was deformed. The cause of these observations cannot be confirmed through evaluation of the returned device. Returned device: a fragment of the endoprosthesis was returned. Approx. 3.5 cm distally, a section of approx. 2 cm of proximal facing stent apices are sheared in two locations approximately 180 degrees from each other. Body film over this section remains intact. Graft is folded over in these sections. Wire is exposed on the inner diameter of the device in these sections. Distal facing end of the device has been cut. Returned device length is approx. 18 cm. Delamination is observable at distal end likely resulting from the cut. Characterization of a sampling of the fracture surfaces using scanning electron microscopy (sem) confirms the cause of the wire fractures to be metal fatigue. The fatigue loading history applied to this device while it was implanted in the patient is not known. In the instruction for use for the gore® viabahn® endoprosthesis with propaten bioactive surface the following is stated: hazards and adverse events: procedure related: as with all procedures that utilize techniques for introducing a catheter into a vessel, complications may be expected. These complications include, but are not limited to: vessel thrombosis, occlusion. Device related: complications and adverse events can occur when using any endovascular device. These complications include, but are not limited to: thrombosis or occlusion; device failure.

Manufacturer narrative:
Product history review: a review of the manufacturing records indicated the device met pre-release specifications. A review of the sterilization records indicated the lot met all pre-release specifications. A review of the heparin coating records indicated the device met pre-release specifications. H6 evaluation codes investigation findings 213 refers to the product history reviews. Imaging evaluation: some of the images received cannot be used to perform a full imaging evaluation because they do not meet the dicom standard. The extent and accuracy of the observations and findings may be limited due to the completeness, format and/or quality of the images provided for review. Gore cannot guarantee the images provided are complete, accurate or lack alteration. Therefore, gore cannot guarantee all key findings have been captured or that the findings are accurate. CT dated (B)(6) 2021, angiogram images via pdf with no date of acquisition or patient name, and one movie was provided, 10 seconds in length. Movie provided does not allow for evaluation in relationship to this event. Cta (B)(6) 2021: length from the profunda/sfa to the occluded area appears to measure ~ 231 mm. Length from the native, occluded vessel to the proximal end of the implanted graft appears to measure ~ 35.7 mm. Length of the occluded implanted grafts appears to measure ~ 282 mm. There is ~ 28 mm of implanted graft where the flow lumen appears to be narrowed. Explant evaluation: the device was returned to w. L. Gore & associates for investigation. Submitted in formalin was a gore® viabahn® endoprosthesis fragment (vsxf) which had been transected prior to arrival at w. L. Gore and associates. The lumen of the device was widely patent. The returned device fragment was in a c shaped configuration and was generally devoid of tissue both on the ablumen and luminal surfaces. There was an approximately 25 mm region of the device, which was mildly flattened with lateral, parallel, linear wire discontinuities. The returned device fragment was deemed consistent with the component listed within the complaint by means of measurements and device features. Histopathology was not performed due to absence of tissue. The device was subjected to an enzymatic digestion process to remove biologic debris. Following digestion it was examined for material disruptions with the aid of a stereomicroscope. Apart from gross observations (i.e., wire discontinuities and transected end), no additional findings were identified. Disruptions identified were not associated with handling or manufacturing process at w. L. Gore & associates. The transected end was consistent with cutting via surgical instrument (e.g., scalpel, scissors) likely used during the explant procedure. Wire discontinuities were consistent with wire fracture from overload fatigue. There was no tissue on the returned device and no evidence of thrombosis. The lumen could presumably present as narrowed in the region of wire discontinuities.

Manufacturer narrative:
Further details like serial-no. And what was done to solve the issue were only received on december 17, 2021. The part is available, but has not been received at the manufacturer for further investigation. Cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting.

Event description:
It was reported to gore that the patient underwent endovascular treatment for a popliteal aneurysm with two gore® viabahn® endoprostheses with propaten bioactive surface. It was reported that the patient came in with an acute cold leg. One of the endoprostheses, which was used for the popliteal aneurysm repair and implanted on (B)(6) 2021, was thrombosed. It was stated that when they first made pictures in the angiography suite, no malformation was found, also not with bended knee. Later, a cta was taken and here a compression of the gore® viabahn® endoprosthesis with propaten bioactive surface was identified in the proximal part of the aneurysm sac. Reportedly, to solve the issue, a venous bypass was performed and during this procedure the involved device was removed from the patient. The second device is still in situ and is patent. The patient is doing well so far. His outflow has diminished, but the foot is reasonably fine.